Manufacturer narrative:
The reported display failure is documented in the product risk management file and is associated with the hazard of patient exposure to loss or deterioration of function. Complaints associated with this failure mode are reviewed through established post-market complaint trending and escalation processes to compare observed occurrence rates with predicted rates documented in the risk management file. As of the date of this report, there is no indication that complaints associated with this failure mode have resulted in an unacceptable increase in the probability of the associated hazardous situations. Therefore, no further action is warranted at this time. The manufacturer will continue to monitor complaints associated with this issue in accordance with complaint trending procedures. The device involved in this complaint had exceeded its useful life as specified in the applicable instructions for use (IFU). No patient injury or adverse health consequences were reported.

Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction, and the device was not reported to be in patient use at the time of return. During evaluation at the manufacturer's facility, the device display was found to be shattered and illegible. The service technician determined that replacement of the lcd display was required to address the condition. The root cause of the display damage could not be determined. Additional findings identified during evaluation were not related to the reported issue. The lcd backlight cable, lcd ribbon cable, rear case enclosure, enclosure top plate, and front case enclosure exhibited physical damage and required replacement. The base enclosure, including the warning label, faa label, serial number label, and feet, was also found to be physically damaged and will require replacement. At the time of this report, the repair has not been completed and is awaiting customer approval. A final report is being submitted based on the information currently available. Should additional information become available following completion of the repair that impacts the investigation findings or reportability assessment, a supplemental report will be submitted.